Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I tsh and provided the following data: on (B)(6) 2024, sample ID (B)(6) initial result was 7.0703 uiu/ml & repeat result was 6.9816 uiu/ml. Additional testing on the roche platform generated a result of 2 uiu/ml (reference range 0.270- 4.20 uiu/ml). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I processing module assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 62309ud00. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 62309ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 62309ud00 was identified.

Event description:
The customer reported falsely elevated alinity I tsh and provided the following data: on (B)(6) 2024, sample ID (B)(6) initial result was 7.0703 uiu/ml & repeat result was 6.9816 uiu/ml. Additional testing on the roche platform generated a result of 2 uiu/ml (reference range 0.270- 4.20 uiu/ml). There was no reported impact to patient management.